Event description:
Complainant alleged that during a routine shift check by a clinician, the device would intermitently would not discharge and when paddles were attached the energy level dropped to one joule on its own. Complainant indicated that there was no pt involvement in the reported malfunction.